Event description:
Two balloons burst on the first inflation between 8-12 atmospheres during a superficial femoral angioplasty of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. These devices were returned, evaluated and retained by this MFR. The engineering eval indicated the catheter shaft was corkscrewed on one unit and bowed on the other. Microscopic examination of the first balloon revealed a burst 3 centimeters long located from 5 millimeters to 3.5 centimeters distal to the proximal radiopaque marker. The shaft was flattened from 18.6 to 21.7 centimeters from the distal tip. Microscopic examination of the second balloon revealed a pin-hole leak located 1.6 centimeters distal to the proximal radiopaque marker. Scratches and chattermarks were noted on the balloon surfaces of both devices. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. These devices displayed characteristics consistent with overpressurization, bowed and corkscrewed shafts, as well as contact with a sharp external source, scratches and chattermarks on the balloon surfaces. Also co follow up indicated these balloons were used in a calcified lesion. Therefore, co believes these factors contributed to this event and does not attribute it to the devices. Directions for use state: "it is essential that an inflation device with a pressure guage be used to monitor pressure within the balloon to determine that adequate dilating force is applied while not exceeding the maximum limits of the product. Due to the extremely thin wall thickness of the balloon, balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully".